Event description:
It was reported that after surgery, pt had gone into a coma. Presently, pt felt heavily sedate; "brain dead, vegetable and like he is in a coma". Pt felt he needed re-programming; his next appointment was scheduled for (B)(6) i.e. (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).